Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pre-intubation examination revealed that the unit leaks air, and was replaced. There was no patient harm.